Event description:
It was reported that the customer experienced a low blood glucose (bg) level displayed as ¿low¿; however, a specific value was not provided. Cause was not known. No treatment action was provided. No additional information was received regarding the outcome of the event.